Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with a low heart rate which they noted at home. The lead exhibited noise, oversensing, pacing inhibition, loss of capture, and impedance measurements of greater than 3000 ohms. The patient had an underlying rhythm of 38 to 40 beats per minute (bpm). Normal lead measurements were observed in unipolar configuration. There was a suspected fracture of the ring electrode, but this was not observed on the x ray. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.